Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. Results of testing by the fse determined that there was a speaker operation fault on the x2 device. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The fse replaced the speaker assembly. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. (B)(6).

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the alarm did not sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.